Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, the radio paque marker came off inside of the splenic artery. There are no plans to remove the fragment as the physician feels that it does not pose any threat to the pt. The procedure was completed with the same device.

Manufacturer narrative:
This device has not yet been rec'd by this MFR; consequently, an eval has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specs. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.